Manufacturer narrative:
(B)(4). Sample was received visually inspected and evaluated. This complaint for a connection issue during setup was not confirmed and the root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
This report is for a connection issue. A nurse reported to baxter that the patient line of the cassette did not connect with the transfer set during use. There was patient involvement. There was no patient injury or medical intervention was reported along with this complaint.